Manufacturer narrative:
The immucor fse viewed the test well in question on (B)(6) 2016 and determined that the test well was visually negative, which was consistent with the overall erroneous instrument abo blood type output. Based on the tube testing results, the nature of the donor blood sample being tested could not be ruled out as the root cause.

Event description:
On (B)(6) 2016, an immucor field service engineer (fse), while visiting a customer site, reported an unexpected negative result when using anti-a (murine monoclonal) series 1 on a galileo neo instrument.